Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's dexcom g7 sensor failed to pair with the ilet, resulting in a ¿cgm disconnected¿ message after a recent sensor replacement, and the user temporarily relied on a fingerstick value of 228 mg/dl to guide dosing. Symptoms included transient hyperglycemia without associated acute illness or systemic symptoms. Outcomes included a brief period of elevated glucose outside the target range and subsequent glucose control after successful cgm reconnection. Investigation included remote troubleshooting and user education to verify sensor type settings, reinitiate pairing, and allow for the sensor warm-up and pairing process. Investigation of this case revealed that the cgm pairing failure to the ilet was resolved through device setting verification and reconnection steps, with no device hardware failure identified and no adverse clinical sequelae. It was concluded, based on previously established findings for similar reports, that user setup and pairing workflow issues were the likely cause, mitigated by standard troubleshooting and education.